Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. 3191 code was used to denote surgical intervention.

Event description:
It was reported that the pacemaker was suspected to have premature battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year. A device replacement was recommended. No adverse patient effects were reported. Additional information was received that this device was explanted, and was returned for analysis. No further details were known, and no adverse patient effects were reported.

Event description:
It was reported that the pacemaker was suspected to have premature battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year. A device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that the pacemaker was suspected to have premature battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year. A device replacement was recommended. No adverse patient effects were reported. Additional information was received that this device was explanted, and was returned for analysis. No further details were known, and no adverse patient effects were reported.